Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion code: failure observed during analysis. Final analysis found that the insulation was abraded at 55.7 cm to 56.7 cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).